Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 500 mg/dl. The customer treated her blood glucose level with a syringe shot and her blood glucose level went down to 300 mg/dl but it was climbing back up. She was tired. The tubing had one air bubble and at the tip of reservoir as well. The high pressure test failed. Insulin did not exit but the insulin pump did not alarm. The air bubbles were gone and then came back. The screen appeared to be frozen and the buttons did not seem to work. The time clock did not advance. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump was tested with a water filled test reservoir and no bubbles were noted. The pump was monitored and no frozen screens or time anomalies were noted. The pump was received with minor scratches on the display window and case.